Event description:
The issue reported was that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.